Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the system is unable to boot up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that there was single phase ups causing system to don¿t bootup. To resolve the issue, the fse bypass the ups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.